Event description:
Boston scientific received information that a high shock impedance measurement was associated with a remote monitoring system alert. There was no available information immediately available. A request for additional information has been sent to the local sales representative.

Manufacturer narrative:
Additional information was received from the field representative that the patient will be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information received states that a red alert was received for shock impedances being greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Addiitonal information was received that during an interrogation another manufacturer's right ventricular (rv) lead and this defibrillator exhibited varying shock impedance measurements from 116 ohms to 145 ohms. Isometrics did not yield any significant findings. Boston scientific technical services (ts) was consulted by a medical personnel and suggested testing the system with commanded shocks. The system remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that non-invasive programmed stimulation (nips) and defibrillation threshold (dft) testing were performed and yielded within range measurements. Subsequently the physician has opted to monitor the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).